Manufacturer narrative:
The customer reported that the central nurse's station (cns) rebooted overnight for 2 hours. According to the customer, when he got to the unit, it was up and running without issues. They however, would like to have the logs evaluated to see what caused the device to reboot continuously for 2 hours. Per the customer, there was no data loss as the remote nurse's station (rns) monitored the device. There was no patient injury reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The customer reported that the central nurse's station (cns) rebooted overnight for 2 hours. There was no patient injury reported.

Event description:
The customer reported that the central nurse's station (cns) spontaneously rebooted and was stuck in a boot loop for two hours. There was no patient injury reported.

Manufacturer narrative:
Details of complaint: the customer reported that the central nurse's station (cns) spontaneously rebooted and was stuck in a boot loop for two hours. The customer stated that when he got to the unit, it was up and running without issues. However, they would like to have the logs evaluated to see what caused the issue. The remote nurse's station (rns) continued monitoring activities. No patient harm was reported. Investigation summary: once the caller went in, he discovered the cns was working normally. The cns logs were collected and sent to nihon kohden corporation (nkc) for analysis. Analysis results: "in the past, we found that the cns has often been forced to terminate due to loss of power supply. It was considered possible that the forced termination may have corrupted files, and it was assumed that file corruption was the cause of the reboots. Please repair to replace hdd and reinstall from os." Spontaneous reboot or shutdown are usually reported while the cns is monitoring patients. There are a number of factors that may trigger a spontaneous reboot/shutdown: power outage , uninterruptable power supply (ups) failure, loose power cable , cns overheating , cns power supply failure, cns motherboard failure, cns hard drive failure when the user attempts to power the cns back up, or the cns .reboots itself, the following are possible symptoms: does not power on, incomplete boot up sequence , booted up into windows, but will not load cns application, displays network disconnect . Aside from less common causes of cns power supply or motherboard failure, the boot up failure, including boot looping, booting into bios, failure to load cns application, and failure to complete the boot up cycle are commonly caused by hard drive failure. Hard drive failures are caused by environmental factors, maintenance factors, or the hard drive has reached the end of its lifespan (two years or 20,000 hours). The cns device requires regular maintenance, as outlined in the operator's manual. The service history shows no recurrence history for this device.